Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported the patient arrived at the ward on the morning of (B)(6) 2026 for the initiation of produodopa treatment. During gastroscopy, the peg/j-tube system was removed due to the internal fixation plate of the peg had become embedded in the gastric mucosa. Produodopa treatment was started at 14:00. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.